Event description:
The lay user/pt's daughter contacted lifescan in 2007 and alleged that the pt's one touch ultra meter was giving the error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The daughter reported that the alleged issue first occurred the day before at 5am. The pt then left for work and later developed symptoms of frequent urination. When she arrived back home, she attempted again on the reported meter and obtained an error 2 message again. She tried with another test strip and received a result of 130 mg/dl. The pt reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and the condition of the test strips was good. The pt's testing technique was correct and it was determined that the error 2 occurred when a test strip was inserted. This complaint is reported because pt developed the symptom, which is associated with high blood glucose after the reported issue began. The issue was resolved when the pt attempted to test with another test strip (unk if from the subject vial or new vial). Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.